Manufacturer narrative:
Results: the catheter is kinked approximately 49.2 cm from the hub. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the catheter was found flattened during device preparation. During evaluation there was a visible kink in the proximal portion of the shaft. Based on the observations made during the investigation and the description of the complaint, the cause of the kink cannot be directly determined. It is possible the device was damaged in the packaging or as a result of improper handling during preparation or insertion into the patient. However, without further details about the procedure and handing, the root cause of the issue cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Penumbra reperfusion catheter 041 was found flattened during the device preparation. Was not used in patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.